Manufacturer narrative:
Reported event: ndi polaris spectra camera operates normally for about 15 minutes (internal malfunction failure). Method & results: device evaluation and results: device evaluation was performed at the customer site and the ndi polaris spectra camera event was confirmed (device was confirmed to be defective) and was returned to the supplier for rework / repair. Device history review: not performed as the ndi polaris spectra camera is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding operates normally for about 15 minutes (internal malfunction) failure of p/n: 200590. There has been (1) other event for the referenced catalog number ((B)(4)). Quarterly trend request # (B)(4) has been submitted. Conclusions: the ndi polaris spectra camera is an OEM device. Upon receipt, the device was evaluated per (B)(4) ndi polaris spectra camera and the reported event was confirmed (device was confirmed to be defective). Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request # (B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio).during the case, there was an issue with the camera. It was reported that the camera functioned intermittently.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio).during the case, there was an issue with the camera. It was reported that the camera functioned intermittently.